Event description:
In this event it is reported that automatrix extra shaft assy tip broke during treatment. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
CAPA-2021-375 has been opened to address weld failures for product manufactured by sarasota since (B)(6) 2020 (date code 1220). Complaint is considered substantiated.